Event description:
A prolieve thermodilitation kit was used during a benign prostatic hyperplasia (bph) procedure in 2008. According to the complainant, during the procedure, over 100 cubic centimeters of water were added to the cartridge to finish the case and it was suspected the compression balloon leaked. No pt complications were reported as a result of this event. The pt's condition was reported as "ok".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.